Manufacturer narrative:
Additional information: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. No sample was returned to the manufacturing site, but a picture was provided by the costumer and examined. In the picture leaking can be detected at the cross spike. The root cause and action plan will be documented through a formal corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the enplus spike with flush bags are leaking.